Event description:
Pt died from a spinal fracture that occurred when the walker they were using tipped over. It is a "merry walker" type walker, self-contained with four sides and a place to sit down. An employee at the nursing home found pt on the ground. No one saw the fall and no damage was seen to the walker. This was reported to medwatch by a nurse from the home.